Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that at some point during the ongoing use period the patient began suffering from incontinence. An artificial urinary sphincter (aus) replacement surgery was performed and no device issues were reported. The patient is expected to fully recover